Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17735750 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the palmaz blue stent was opened, the balloon's loose stent was identified.

Manufacturer narrative:
The device was prepped per instructions for use (IFU). There were no difficulties experienced in prepping the device. The product was inspected and prepped according the IFU. There was no manipulation in the stent at the time of preparation. The procedure was completed successfully with another palmaz blue stent. When the palmaz blue stent was opened, the balloon's loose stent was identified. The device was prepped per instructions for use (IFU). There were no difficulties experienced in prepping the device. The product was inspected and prepped according the IFU. There was no manipulation in the stent at the time of preparation. The procedure was completed successfully with another palmaz blue stent. The product was returned for analysis. One non-sterile blue/aviator/plus 6x24/142p pk stent delivery system was returned for analysis coiled inside a plastic bag. The palmaz blue stent was not returned for analysis. Per visual analysis, the balloon was deflated. Per microscopic analysis evidence of the balloon having been partly inflated was noted. Evidence of crimp stent marks were noted on the balloon. No other anomalies were noted. A product history record (phr) review of lot 17735750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-loose crimp - during prep¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis as the stent was not returned for analysis. Based on the information available for review, handling or procedural factors may have contributed to the event as evidenced by the balloon microscopic analysis revealing crimp marks from the crimping of the stent on the balloon, which indicates this was done correctly, and the signs of the balloon having been inflated or partially inflated as noted during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Do not attempt to remove or readjust the stent on the delivery system.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Caution: do not apply negative or positive pressure to the balloon at this time.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
When the palmaz blue stent was opened, the balloon's loose stent was identified. The product was returned for analysis. One non-sterile blue/aviator/plus 6x24/142p pk stent delivery system was returned for analysis coiled inside a plastic bag. The palmaz blue stent was not returned for analysis. Per visual analysis, the balloon was deflated. Per microscopic analysis evidence of the balloon having been partly inflated was noted. Evidence of crimp stent marks were noted on the balloon. No other anomalies were noted. A product history record (phr) review of lot 17735750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-loose crimp - during prep¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis as the stent was not returned for analysis. Based on the information available for review, handling or procedural factors may have contributed to the event as evidenced by the balloon microscopic analysis revealing crimp marks from the crimping of the stent on the balloon, which indicates this was done correctly, and the signs of the balloon having been inflated or partially inflated as noted during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Do not attempt to remove or readjust the stent on the delivery system.¿ according to the instructions for use, which is not intended as a mitigation of risk ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Caution: do not apply negative or positive pressure to the balloon at this time.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.